Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with ldh of 629 (baseline 220's). The pt had been on high dose heparin nomogram, asa 325, and dipyridamole 75 tid. It was reported approximately 3 weeks later that the pt was still in hospital due to hemolysis. His ldh was up to 900 with power elevations. The ldh had been as low as the 400's but was trending back upward. It was also reported that the pt had gained 40 lbs. The pt is currently being treating with heparin IV, full aspirin and inr goa of 2.5-3.5.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.